Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of capture and decrease in sensing on right ventricular lead was observed. Patient reported having a fall in hospital few days after the implant. Right ventricular lead was found to be dislodged. Device was reprogrammed and patient was scheduled for lead revision. Lead was explanted and replaced. Patient¿s condition was stable.